Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/ cramping') in a 36-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, increased urinary frequency, pelvic pain, urinary tract infection, dizzy, uterine bleeding and menorrhagia. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index normal, female condom, vaginal pain, urinary incontinence and dysuria. Concomitant products included cyclobenzaprine, metronidazole and nitrofurantoin. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("pain during sex /dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), pelvic pain ("pain"), anxiety ("anxiety") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain lower ("lower abdominal pain"), hypoaesthesia ("numbness"), paraesthesia ("tingling / tingling in fingers and toes"), menstruation increased ("persistent increased menstrual flow"), amnesia ("memory loss"), muscle spasms ("leg cramps"), insomnia ("lack of sleep") and syncope ("fainting") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robotic-assisted supracervical hysterectomy and bilateral). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, vaginal infection, abdominal pain lower, headache, hypoaesthesia, paraesthesia, menstruation increased, amnesia, dyspareunia, fatigue, muscle spasms, insomnia, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, dysmenorrhoea, migraine, pelvic pain, weight increased, weight decreased, anxiety, back pain and syncope outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, insomnia, menorrhagia, migraine, muscle spasms, paraesthesia, pelvic pain, syncope, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased, weight increased and menstruation increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: bilateral essure system in place in. Ultrasound scan vagina - in 2015: results: total bilateral occlusion. (B)(6) 2017, pelvic ultrasound: essures bilaterally visualized. Cervix was normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, menorrhagia, vaginal discharge, dyspareunia. Batch no d01968 production date 2014-08-21 expiration date 2017-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/ cramping') in a (B)(6)-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, increased urinary frequency, pelvic pain, urinary tract infection, dizzy, uterine bleeding and menorrhagia. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index normal, female condom, vaginal pain, urinary incontinence and dysuria. Concomitant products included cyclobenzaprine, metronidazole and nitrofurantoin. On (B)(6) 2015, the patient had essure inserted. In august 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In september 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("pain during sex /dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), pelvic pain ("pain"), anxiety ("anxiety") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain lower ("lower abdominal pain"), hypoaesthesia ("numbness"), paraesthesia ("tingling / tingling in fingers and toes"), menstruation increased ("persistent increased menstrual flow"), amnesia ("memory loss"), muscle spasms ("leg cramps"), insomnia ("lack of sleep") and syncope ("fainting") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robotic-assisted supracervical hysterectomy and bilateral). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, vaginal infection, abdominal pain lower, headache, hypoaesthesia, paraesthesia, menstruation increased, amnesia, dyspareunia, fatigue, muscle spasms, insomnia, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, dysmenorrhoea, migraine, pelvic pain, weight increased, weight decreased, anxiety, back pain and syncope outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, insomnia, menorrhagia, migraine, muscle spasms, paraesthesia, pelvic pain, syncope, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased, weight increased and menstruation increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: bilateral essure system in place in. Ultrasound scan vagina - in 2015: results: total bilateral occlusion. (B)(6) 2017, pelvic ultrasound: essures bilaterally visualized. Cervix was normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, menorrhagia, vaginal discharge, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: case category upgraded to serious incident. Previously reported event 'abdominal pain/ cramping' was made intervention required due to added removal surgery. Action taken with drug, medical history, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.